Event description:
A us distributor contacted zoll to report that a patient developed an infected, oozing cut on arm and breast from the lifevest equipment. It was reported that the patient was admitted to the hospital due to the infection. There was no alleged device malfunction contributing to the irritation. It is unclear what specific medical intervention was given as follow up attempts were unsuccessful. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.